Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were non-functional. The cause for the defective response buttons was corrosion on the response button contacts. The response button covers were also missing. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the missing response button covers was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on monitor were not working properly.